Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited undersensing and oversensing during an episode, leading to charge. Furthermore, the arrhythmia spontaneously terminated, and the morphology returned to the narrow presenting electrogram (egm). The technical services (ts) discussed troubleshooting options. This s-ICD remains in service. No adverse patient effects were reported.